Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® heparin tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: we received "vacutainers without vacuum packing. Some vacutainers 4 of 10 inflated."

Event description:
It was reported when using the bd vacutainer® heparin tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: we received "vacutainers without vacuum packing. Some vacutainers 4 of 10 inflated."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-jun-2022. H6: investigation summary bd received one hundred (100) samples for investigation. Twenty (20) of the returned samples were randomly selected and evaluated by functional testing and no issues were observed as all samples met specifications. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® heparin tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: we received "vacutainers without vacuum packing. Some vacutainers 4 of 10 inflated."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.